Manufacturer narrative:
This code is used for the parameters were not satisfactory. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was dislodged. The patient was brought it to reposition the lead. Multiple attempts were made as parameters were not satisfactory and the lead's screw mechanism was not working. The lead was explanted and replaced. The patient was stable.

Event description:
New information received notes that the patient's right ventricular lead had low sensing, high capture and low impedance.

Manufacturer narrative:
Patient weight is updated which was missed in previous follow up report.